Event description:
As reported by the user facility: detailed inquiry description nurse noticed air in tubing. She tried to remove the air but then leaking occurred from the tubing. The tubing separated apart when nurse removed it from the bbraun infusomat space pump. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph and one used sample in open packaging were provided for evaluation. The returned sample and photo were visually evaluated, and it was observed the tubing was detached from the space pump assembly which caused the leakage, it should be noted there was no solvent observed to be on the tubing. Customer reported that they were having trouble with air in line and as they were trying to clear the bubbles the set came apart. It is likely due to the unglued joint; air was able to enter the set during use of the pump which is what initially caused the air in line. Incidents of this nature are attributed to operator oversight during the manual solvent application process bonding the tubing to the space pump assembly. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can be attributed to an incident of this nature. An approved project is in place to further address issues of detachment. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.